Manufacturer narrative:
Additional information: lot number is now provided. Date of manufacture is now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the screw on the instrument was broken. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. The adjustment screw had been removed from the clamp base. The threads of the screw are damaged as well as the threads within the clamp arm. Was able to re-attach the screw to the clamp base but not able to re-attach the clamp arm due to the damaged threads. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.